Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the procedure was performed to treat a lesion in the mildly tortuous, heavily calcified mid left anterior descending coronary artery. The balloon was inflated to 14 atmospheres (atms) during the first inflation and the balloon ruptured during the second inflation at 16 atms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in a coronary artery. A 3.75x8mm nc trek balloon dilatation catheter (bdc) was prepped successfully and was advanced without resistance. The balloon ruptured during the second inflation and was removed without resistance. The bdc was replaced with an unknown device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.